Event description:
The manufacturer received information from a customer reporting that a trilogy ev300 ventilator displayed an error message indicating that the oxygen sensor was faulty, despite a new oxygen sensor having been installed. No patient harm or injury was reported in association with this event. The device was evaluated by a philips service engineer (fse). During the investigation, the engineer confirmed the customer's complaint. Functional testing indicated that the device failed the fio2 test (energized proximal pressure) due to a malfunctioning 3-way solenoid valve. This test verifies that the fio2 solenoid valve opens properly and that the tubing connected to the fio2 sensor receptacle is not kinked or occluded. If the tubing is kinked or occluded, or if the solenoid valve fails to open, circulation of the air/oxygen mixture across the fio2 sensor will not occur. The fio2 sensor is used for monitoring purposes only and does not affect therapy. The device log files were successfully downloaded and reviewed in full. Review of the logs identified a fault associated with the oxygen proportional valve, which regulates the flow of oxygen to the blower inlet. The recorded fault indicated that the valve was mechanically stuck in either the open or closed position. In addition, a ¿vent service required¿ alarm was recorded in association with the oxygen proportional valve fault condition. A separate ¿vent service required¿ alarm was also identified indicating cessation of oxygen flow communication, with the sensor reporting a constant value. The oxygen blending module (obm) assembly, harness, and system pcba require replacement to address these issues. No additional critical errors were identified in the device logs. An internal inspection was also performed. Two of the in-line proximal filters and an in-line filter were found to be contaminated. Based on the inspection findings, the following components were recommended for replacement to restore the device to specification: obm harness, obm assembly, system pcba, fio2 sensor, fio2 tubing kit, in-line filter, 3-way solenoid (fio2), and preventive maintenance pm kit to remedy. The investigation has been completed based on the information available at this time. If any additional information is received, a follow-up report will be filed.